Manufacturer narrative:
The reported event for failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The stylet was able to be inserted to the distal tip of the lead with no difficulty/traction. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged that the atrial lead failed to advance through the stylet. The atrial lead was replaced during the procedure on (B)(6) 2022. The patient was stable throughout.